Event description:
An asymptomatic patient presented in clinic for a routine follow-up. An increase in threshold and increased lead impedance were observed. The physician noted that the lead apparently had externalized conductors between the proximal and distal coils. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.